Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose and would follow up with healthcare professional. Customer's blood glucose at the time of call was 86 mg/dl. Customer inquired if adjustment could be made to insulin pump by agent. Customer was advised to get settings from healthcare professional and then call back to program settings. Customer also reported of being hospitalized when he was (B)(6) due to infusion set. Customer's blood glucose was 275 mg/dl. Customer did not remember hospitalization details or insulin pump information, but stated that he was wearing medtronic insulin pump.